Manufacturer narrative:
(B)(4). The device history review for the product weckvista optical port 5mmx100mm ridged, lot # 73h1500432 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
It was reported that the tip of the obturator broke and stuck in the abdominal wall. The tip was removed. It was the second puncture with this obturator. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned four units 40511r weckvista optical port 5mmx100mm ridged for investigation. Three of the four returned samples are representative samples. The other is the actual sample that the complaint is on. The returned samples were visually examined with and without magnification. Visual examination of the actual sample revealed that the obturator tip was missing and that the trocar tip was damaged. Stress marks could be seen on the trocar tip indicating that the product may have been hit on a hard surface during use. The representative samples all appear typical. No other defects or anomalies were observed. Reference files pic_anp1900047854 for investigation photos. Functional inspection was performed on the returned samples. Each sample was tested to see if the obturator and trocar fit together properly. All returned samples appeared to fit together properly. The representative samples were checked to see if the obturator tip was attached securely. The tip was pulled on to try to separate the tip from the rest of the obturator. All of the tips on the other remarks: representative samples. A corrective action was not required at this time as it cannot be determined what caused the obturator tip to detach. The device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. The reported complaint of "the obturator got broken and stuck" was confirmed based upon the sample received. The actual sample was returned with the obturator tip missing and the trocar tip was damaged. No issues were found with the representative samples that were returned. The trocar tip showed evidence of stress marks in the material that indicate that the product may have been hit on a hard surface during use. The missing obturator tip was not returned for evaluation. It cannot be determined what caused the obturator tip to detach. The device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined as the entire complaint sample was not returned.

Event description:
It was reported that the tip of the obturator broke and stuck in the abdominal wall. The tip was removed. It was the second puncture with this obturator. The patient's condition was reported as fine.